Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing the stapler entry hole during a laparoscopic gastrectomy, the suture was opened 10 minutes prior to use and was hydrated in saline, but the thread broke when using a continuous suturing technique. Another suture was opened and used to complete the case.